Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, lead positioning was difficult due to patient's anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event. It was reported that during the implant attempt, lead positioning was difficult due to the patient's anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.